Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was looking at the insulin pump and cleaning the case and he had a faded glass and had a hard time reading the insulin pump. The insulin pump was not dropped or bumped. The customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment or partial display anomalies noted. (B)(4).